Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user error. The incident does not indicate a system failure or malfunction and no non-conformity was identified. The patients injury was evaluated and it was determined that the patient suffered a fracture to the left upper arm. The patient underwent surgery in which osteosynthesis with intramedullary nails were placed. The system was checked by siemens service and found to be operating within specification. No hardware problem was found which would explain the reported fracture on the patient's left upper arm. The root cause for the fracture is a direct skin-to-cover contact of the left arm to the magnet bore wall. This represents an inadequate or incorrect positioning as described in the magnetom operator manual* on pages a.2-6 to a.2-8 and a.2-13 to a.2-15. Always position the patient so that the patient's arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). Ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering to ensure this distance, use positioning aids, e.g. Blankets made of linen, cotton, or paper, or dry material that is permeable to air. A spacer cushion set is available for this purpose consisting of 2 large and 4 smaller cushions. Please always follow the instructions given in the operator manual, regarding correct patient positioning in order to avoid such incidents in the future. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated and the system was found to be operating within specification and no malfunction or device failure was identified. The reported injury is attributed to patient positioning during table movements and not a device failure. The magnetom aera, operator manual provides instruction to carefully monitor the patient during table movements. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom aera system. A (B)(6) year old male patient was positioned head first supine with arms to the right and left of the body for a head examination. The patient was not sedated nor fixed with restraints. At the completion of the examination, the patient was moved out of the patient bore when the patients upper left arm was caught on the cover of the magnet bore. The operator next to the table immediately pushed the emergency stop button. The patients injury was evaluated and it was determined that the patient suffered a fracture to the left arm. The patient underwent surgery in which osteosynthesis with intramedullary nails were placed. Additional information regarding the current state of health of the patient was requested, however, it was not provided due to european privacy policy.